Event description:
While lifting a resident from wheelchiar to bed, the left leg of the golvo 7000es came off. The resident was lowered to the floor without injury and one staff member suffered left shoulder strain and contusion.